Event description:
It was reported that patient went from 8-10 seizures a month to 10 seizures in a 2-3 day period. At time of this event patient¿s battery was 11-25%. Patient underwent generator replacement. Explanted product has not been received to date. No additional relevant information has been received to date.